Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the ptfe pad was worn and partially split but the metal part of the grasping section was not exposed. The coating of the grasping section was partially missing. The manufacturing history was reviewed, with no irregularities noted. These types of the ptfe pad damage and the coating damage are most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate output without contacting tissue (including after the tissue was already cut). Also it was known that the coating of the grasping section was damaged when the user scraped a tissue or a coagulum on the grasping section with a hard object. The instruction manual of the device has already warned as follows; a) do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. B) when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a laparoscopic colectomy and a laparoscopic cholecystectomy, the subject device was used. After the completion of the colectomy, the ptfe pad of the subject device was worn and separated at the timing of starting cholecystectomy. The procedure was completed with another thunderbeat. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed the following on september 11, 2017. Two devices were returned. The ptfe pad of two subject devices were worn and partially split, but not separated. The coating of the grasping section of the second device was partially missing. No injury to the patient was reported. This is the report regarding the missing coating.